Event description:
It was reported to covidien on 06/05/2009 that a customer had an issue with a blood collection device. Customer reports that when pulling the device out, the needle pulled all the way out of the device and stayed in the patient. Needle was removed by phlebotomist by wrapping the needle with gauze and then pulling the needle out.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.